Event description:
It was reported that the customer was hospitalized due to low and high blood glucose. The nurse called and requested assistance on setting the temporary basal. It was stated that the customer was treated for dehydration, vomiting, and large ketones. It was stated that the customer's blood glucose was fluctuating from 34 to 400mg/dl. Advised the mother that we may have to call back for more information regarding his hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.